Event description:
Possible overdelivery reported. The pump was infusing an unspecified solution at an unspecified rate. When the 1000 ml container was empty, the display read 860 ml delivered. It was not known if the delivered volume had been cleared at any time. The time period over which the delivery took place was not recorded. The nurse who made the report was not identified, and further info was not available. The reported overdelivery of 140 ml did not cause any adverse pt effects.